Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion set cannula kinked event on (B)(6) 2024. The event occurred within three or more hours of insertion. The insertion site was abdomen. The infusion set was in use for less than 24 hours. The blood glucose level was high (specific value unknown) and the patient was treated with multiple daily injection (mdi). The patient received IV fluids of saline and insulin and was released from hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 6.

Manufacturer narrative:
MDR (B)(4). MDR 3003442380-2024-34103. Correction: this MDR is being submitted to correct the submitted model number, serial number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6005475 in question was manufactured at the reynosa site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested the reference samples for batch 6005475 were previously tested in complaint (B)(4) on 26/may/2025. Device history record (DHR) review: packing: lot 6005475 was manufactured according to the work instruction (wi) version 111 in the line l-5, on 17/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database b on 07/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6005475 and other 5 complaints has been registered in database for the same lot and malfunction code. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code.

Event description:
To date no additional patient or event details have been received.